Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in pt compressed to vessel wall. Device issue: stent dislodgement. It was reported that to begin the procedure, predilatation was performed. There was a lesion in the proximal first obtuse marginal (om1) and in the mid circumflex. The om1 was wired and a xience 2.5 x 23 mm was advanced, but it would not cross. A buddy wire was also used, but the stent still would not cross and was removed. Attempts were made to with two stents from another company; however, they also would not cross. Finally, a xience 2.5 x 18 mm was used and was able to be successfully deployed. Taking the same xience 2.5 x 23 mm (coronary to IFU) that would not cross in the om1, an attempt was made to cross in the distal circumflex, but again, it would not cross and when it was removed from the pt, there was a flared stent strut. A new xience 2.5 x 23 mm was then attempted in the distal circumflex, but it would not cross and when it was removed, there was a flared stent strut. A new xience 2.5 x 23 mm was then attempted to cross the proximal circumflex; however, it would not cross and was removed from the pt. Attempts were made with another company's 2.5 x 18 stent but it would not cross. Finally, an attempt was made with a xience 2.5 x 15 mm, but it would not cross. Upon removal of the xience 2.5 x 15 mm, the stent dislodged in the mid circumflex. An attempt was made to retrieve the stent; however, guide wire placement was lost. The stent was now in the proximal circumflex and a guide wire was put down and a balloon catheter compressed the stent against the vessel wall. There were no complications and no pt effects. No additional event or pt info is available.

Manufacturer narrative:
The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. The pt anatomy was not described in the case details, which may have assisted the eval. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. In this case, since several sds could not cross, it is likely that the pt anatomy was tortuous and/or calcified, although this cannot be confirmed. Although no definitive cause can be determined for the failure to cross and the stent dislodgement, there is no indication of a product quality deficiency.